Event description:
It was reported an occlusion alarm occurred. No information was provided regarding the customer¿s blood glucose level. The customer declined to troubleshoot the issue with tandem technical support and ended call before additional details were obtained.